Event description:
A friend or family member reported that the patient the patient stopped using therapy because the device stopped working 4-5 before date notified. It was stated that the patient is having heart and breathing difficulties along with back pain. Indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.